Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided picture shows the tip on the device may have fractured. The quality of the provided picture is poor, and there is not a close view of the fractured end. DHR was reviewed and no discrepancies related to the reported event were found. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the post fractured off the instrument during a procedure. No pieces fell into the patient. There was no harm or health consequences to the patient. It was reported that no additional information is available.